Event description:
It was reported that the biomed stated the arctic sun device had low flow, inlet pressure (ip) was -11 psi. Per review of wo notes troubleshot, the issue was the inlet pressure reading out of range when the fluid delivery line (fdl) was removed, inlet pressure (ip) stayed at -3.7. Pressure transducer repair. It was reported that they were getting low flow in an arctic sun device. Flow rate (fr) was 0lpm, inlet pressure (ip) was -12.9psi, circulation pump command (cpc) was 0 percentage. Pump hours were 5002 and system hours were 12057. Asked nurse to remove the fluid delivery line (fdl) and watch the inlet pressure (ip). The inlet pressure (ip) had remained at -12psi. Asked nurse to send device to biomed labeled with no flow.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed pressure transducer. Multiple alert 2 found in csv files. Troubleshot, the issue is the inlet pressure is reading out of range when the fdl is removed, ip stayed at -3.7. Pressure transducer was replaced. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting low flow in an arctic sun device. Flow rate (fr) was 0lpm, inlet pressure (ip) was -12.9psi, circulation pump command (cpc) was 0 percentage. Pump hours were 5002 and system hours were 12057. Asked nurse to remove the fluid delivery line (fdl) and watch the inlet pressure (ip). The inlet pressure (ip) had remained at -12psi. Asked nurse to send device to biomed labeled with no flow.